Event description:
The patient was seated in the chemotherapy chair when the left front wheel folded under the chair causing the chair to tilt slightly.

Event description:
The patient was seated in the chemotherapy chair when the left front wheel folded under the chair causing the chair to tilt slightly.